Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg), however, a specific bg value was not provided. Reportedly, the customer thought the pump delivered a bolus that should have been stopped. Soda was consumed to treat bg level. Tandem technical support verified the pump did not deliver the bolus. Recommendation was made to consult with healthcare provider regarding diabetes management.